Event description:
Since late october through current, the surgical team have reported multiple instances of opening their custom surgical packs which are put together and sterilized by alcon manufacturing limited. There have been instances where multiple packs are opened and staff finding debris/foreign particles within the pack and/or on various contents of the pack. These have ranged from black specs, hair, unknown fibers, adhesive on/or around medication bottles within the pack (bss solution). The staff will discard and not use any pack where debris or foreign substances are observed and they replace and reopen additional packs until they find one free of issues. (There have been some cases where >20 packs have had to be opened to find one without debris). Due to the nature of the surgery involved (typically eye surgery), the staff also inform the surgeon so he/she has awareness of the issue and can be vigilant in the procedure. We have reported our concerns to alcon and they have received multiple formal reports. There has been at least 1 meeting with stakeholders re: the scope of the concern and that it has not been resolved. Alcon refers the staff to the label on packs which warn that "due to the nature of the materials, fibers may be present, precautions should be taken during surgery to minimize the risk of fibers entering or remaining in the eye" and they have told our leadership team that any objects, fibers, debris, etc. Found within the pack are "sterile" and they can use the contents and attribute the concern to "normal processing". Due to the ongoing concerns, increased time for staff to obtain and check surgical packs/instruments, etc. To ensure the sterility and safety of equipment being used in surgery and with patients, our hospital is moving to different manufacturer for our custom packs and other surgical instruments provided by alcon currently. Our surgical team have maintained a vigilant checking system, preserving any equipment/packs where foreign particles are found, and completing escalation reports which are provided to materials management and alcon for awareness as well as for tracking and reimbursement. Our investigative team have included infection prevention, chief nursing officer, chief medical officer, director of the op surgery center, qi/patient safety officer, risk management, and material management director. We have searched for any guidance documents for what the acceptable levels/types of foreign materials are permitted before it is considered unsafe or the sterility compromised. We have not been able to find such supporting documentation so have agreed to submit this voluntary medwatch report to the FDA since the sterility and manufacturing practices for surgical instruments and supplies are monitored by the FDA. If there are alternative regulatory bodies which we should be reporting this product issue to, please let me know. Thankfully, these have not reached a patient and the issues have been identified during presurgical set up.